Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, r-wave amplitude variable but largely maintains at 10mv until (B)(4) 2015, then drops to less than 3mv by (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited declining/dimished rwaves. Diagnostic/troubleshooting was recommended and the rv lead remains in use. No patient complications have been reported as a result of this event.